Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening; a striated edge opening on anterior side due to surgical damage. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.